Event description:
The xi robotic mono-polar curved scissors was broken during gyn robotic case inside patient abdominal cavity. The scissors was working fine, but the surgeon found that the part of scissors, which is about 2" from the tip, was bent through the screen. The surgeon took it out from the patient's belly completely. It made prolonged surgical time and bigger incision as well. The scissors was on last life (all robotic instruments has 10 lives itself).